Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that (B)(6) 2009 the patient underwent: revision smith-robinson anterior cervical discectomy, excision of posterior longitudinal ligament, wide neural foraminotomy c5-6; revision smith-robinson anterior cervical interbody fusion with rhbmp-2, autograft matrix c5-6; revision smith-revision anterior cervical interbody fusion with hydrosorb interbody cage fixation c5-6; anterior plate and screw fixation, c5-6; somatosensory evoked potential and motor evoked potential monitoring. Preoperative diagnosis: peudoarthrodesis at c5-6 status post previous anterior cervical discectomy and fusion elsewhere. Per-op notes: posterior ligament was excised with 1 or 2 kerrisons and was completely intact and had not been in the past apparently. The lateral gutters were completely decompressed, position from the left recess and neural foraminal stenosis. Next, gentle distraction was done to 6mm height, 6mm hydrosorb cages were brought in the field, packed with rhbmp-2 prepared per the manufacturer's instructions on the collagen sponge, packed into the cage under distraction and compression and inserted into the disc space with no issues.